Event description:
It was reported that a 64 yo male patient, who had a recalled logic ps size 5, 9mm insert implanted on their left knee on (B)(6) 2016, had revision surgery on (B)(6) 2022, for unknown reasons. A truliant size 5, 9mm insert was implanted. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Reported information indicates no device returning. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. An ebi search did return a possible match, not conclusive. There is no product clearly identified for this patient, unable to determine if it is a recalled device at this time. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
Revision occurred approximately 6 years post the initial procedure, due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert. Additionally, it was reported that the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5, d4, d7a, d10, g3, g4, h4, h6, h7, h8 d10: concomitants: 02-010-01-0250 - logic femoral ps cem left sz 5 4331947, 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm 2299055, 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6), 13a2101 - cemex system fast genta 70g (B)(6), 200-02-35 - three peg patella 35mm (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk (B)(6), 201-78-89 - 3" drill bit, mod. Hex 2 pack (B)(6), 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The root cause of the polyethylene wear cannot be determined as the device was not available for evaluation, and radiographs and operative notes were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported via legal documentation approximately 73 months after a left knee replacement, the patient underwent a revision procedure to address increasing discomfort and prosthesis wear. A revision operative report was provided. Post operative diagnosis noted failed polyethylene left knee exactech recall. Intraoperatively, no component loosening was noted. The surgeon observed thickened synovium and was noted to be consistent of hypertrophic synovium. The femoral and tibial components were noted to both be intact. The surgeon observed some wear of the medial and posterior medial aspect of the tibial plateau. Significant synovium was debrided from the lateral gutter. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of polyethylene wear as stated in the legal documentation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The root cause of the polyethylene wear cannot be determined as the device was not available for evaluation, and radiographs and operative notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.